Event description:
The following was reported through a review of the article titled, "long-term comparative outcomes of hydrus versus istent inject micro invasive glaucoma surgery implants combined with cataract surgery". Reportedly following cataract plus trabecular microbypass stent system procedures in a total of four-hundred fifty-one (451) operative eyes, there were fifteen (15) cases of visual acuity loss observed during postoperative three (3) and (4) year follow-up examinations. Any omitted information was not available at the time of report. See the attached article for further details. Reference doi.org/10.1136/bjo-2025-327359.

Manufacturer narrative:
Additional information: a2, a3, a6, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. The reported events (decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).